Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 0. There were no reported adverse events.

Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition. The event log was reviewed and there were high pressure alarm messages after the pump started. Functional check and visual inspection were conducted on the pump. The reported "error code 0" issue could not be duplicated. No problem was found with the pump displaying "0" error code message during the investigation. The pump's event history logs showed "high pressure" alarm messages after pump started but no related error code. It was recommended that the downstream occlusion sensor be replaced and the software applications be reinstalled as a preventative measure.